Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners, case at reservoir tube window corners and belt clip slot. (B)(4).

Event description:
It was reported that customer received a button error alarm. Insulin pump would need to be replaced.